Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the partial clip movement. The heart failure appears to be related to the recurrent mitral regurgitation (mr) and the mr was due to patient condition (pre-existing tricuspid regurgitation). Mr and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and treatment with medication were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 1+. On (B)(6) 2020, the patient was re-admitted to the hospital for heart failure due to increased mr, 3-4. A control echocardiogram was performed, which did not reveal a clip detachment from a leaflet, but there was slight clip motion and was unstable. There was no tissue damage noted. The patient will be monitored through medication. The physician's opinion is that the pre-existing tricuspid regurgitation might have affected increased mr. A surgical operation is planned for a later date. No additional information was provided.